Event description:
During a celiac plexus procedure, d-stat flowable was administered around the patient's poses muscle in response to a hematoma. While in recovery, the patient presented with tachycardia and had swelling around the eyes, face and throat. The patient was given benadryl and 125mg of solu-medrol.

Manufacturer narrative:
The d-stat flowable was used outside the manufacturer's indications for use. D-stat flowable is indicated for use as an adjunct treatment in sealing residual oozing of tissue tracts of femoral access sites that have been previously closed by suture/collagen- based hemostatic devices. It is also indicated for use in high-risk anti-coagulated patients undergoing implantation of a pulse generator (e.g. Pacemaker or ICD) to reduce the frequency of clinically relevant hematoma formation in the prepectoral pocket. D-stat flowable is contraindicated in persons with known sensitivity to bovine-derived materials. The exact cause of failure is undeterminable. It cannot be determined if d-stat flowable was the cause of the patient's reaction.